Manufacturer narrative:
H10: the actual device was not available; however, photographs of the sample were provided for evaluation. The returned photographs were analyzed, and it was a cut was identified in the peripheral seal of the package, removing a part of the seal, which potentially weakened the seal and generated the opening in the package. The package had the characteristic mark of a formation of the seal between the formable paper and the printed paper; additionally, a trace of the adhesive that forms in white on the contour of the package, indicates that the seal was complete. The reported condition was verified. The cause of the condition was determined to be mishandling during distribution. Fourteen (14) retention samples were also evaluated. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified on the retention samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the packaging of a minicap was damaged; further described as the "individual pouch was opened." This was found before use for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.